Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device upon arrival, observed that the drawer was not in a failed state and allowed the escort to access the pyxis without issue. The fse verified the drawer was operable using the hardware test application (hta), reseated all cables and wires, examined the pyxis bus cable and retractor band, cleaned as necessary upon inspection, and rebooted the unit. Following the reboot, the fse again verified proper operation in hta, completed testing, launched the application, and confirmed the escort was able to access the system without issue and no further investigation was required. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station amed37a main drawers 3.1 and 3.2 were not detected on bus. Customer tried to reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.